Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The reported problem was confirmed. It was concluded the cutter came into contact with the dura guard during use. This occurs when the cutter flutes load up with bone fragments due to lack of irrigation and can no longer remove bone at the same rate, so the user tends to apply more (excessive) force. The cutter deflects to the point where contact is made between the dura guard and the cutter, and fractures from impact with the dura guard. There were gouge marks observed on the post of the craniotome attachment that were consistent with this conclusion. A comprehensive investigation was performed which verified all the manufacturing specifications for this burr style. The samples used were taken from lot # d533043246. Flute depth, material composition, hardness, sharpness and all other dimensional features were found to meet specifications, furthermore, a dynamic force-to-break test was conducted to determine the material strength of the fluted area of the burr under load. This test was performed while the motor was running to simulate usage conditions. The burr was stressed to a maximum of (B)(4) at which point the motor and attachment yielded and the test was stopped. The burr did not break and there were no signs of stress fractures during a subsequent microscopy inspection. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 2 of 2. Report rec'd from USA stating that the device broke during use while turning cranial flap. The device was being used in a routine craniotomy. The broken pieces were accounted for. There was no injury reported. There was a delay in surgery to look for the pieces. There is no add'l info available.